Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent screw removal surgery at l5/s due to spinal canal stenosis. Intra-op, at the time of removing the left s1 screw, breakage was confirmed at the screw head and screw shaft by the sagittal image in the process of inserting removal driver into the screw head. Although the screw did not appear to be broken on the image. Fragments of implant are remaining in the patient. The surgeon decided that the fragment of the implant could not be removed, and wound closure was performed. Explanation was performed to the patient, and the broken part will be removed on another day if requested. There was no delay in overall procedure time and no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
H3. Device evaluation summary: visual examination revealed the screw was broken about 3 threads down from the base of the bone screw head. Optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Microscopic examination of the fracture surface identified a fairly flat fracture surface with progressive striations consistent with cyclic fatigue. The broken portion of the bone screw was not returned for analysis. The above observations are consistent with cyclic fatigue followed by overload once the fatigue had weakened the material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.